Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d2a, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure noise in the image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube had two dents and light guide adaptor was loose. A root cause could not be identified. Based on the results of the investigation, the most probable cause of screen becomes noised could not be established. Additionally rigid tube had two dents caused due to component failure of the rigid tube and light guide adaptor was loose caused due to component failure of the light guide adaptor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited occasional noise in the image and sometimes the image becomes dark. The issue was identified at the time of setup. There were no reports of patient harm.